Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas and had inadvertently indicated the tubing was primed despite the process not being complete; the user restarted the process, primed the tubing, attached components, and resumed insulin delivery. The user experienced a blood glucose peak of 320 mg/dl with no associated clinical symptoms. Outcomes included successful correction of the elevated blood glucose through replacing the infusion set and reestablishing insulin delivery and no long-term health impact. User support included troubleshooting and education regarding proper supply change and priming. Investigation of this case revealed that insulin delivery was interrupted due to an infusion set change process error, which was resolved by reinstalling supplies and confirming insulin flow. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with temporary interruption of insulin delivery during supply change. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.